Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The physician was replacing the rv lead and during that revision, the physician failed to unscrew the set screw of this lv lead before pulling on it. This caused the insulation to separate from the is-1 connector. The connector was cut and the lead was capped. There were no adverse patient events reported. Should additional information be received, this file will be updated.